Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain') and foot operation ('foot surgery') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, paratubal cyst and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain in extremity ("feet pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), anaemia ("anemia") and polycystic ovaries ("polycystic ovary syndrome") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and pelvic discomfort ("pelvic discomfort") and underwent foot operation (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2015 and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, pain in extremity, genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, bacterial vaginosis, vulvovaginal mycotic infection, urinary tract infection, allergy to metals, fatigue, vaginal discharge, weight increased, anaemia, polycystic ovaries, vulvovaginal pain, back pain, foot operation and pelvic discomfort outcome was unknown. The reporter considered allergy to metals, anaemia, back pain, bacterial vaginosis, device expulsion, fatigue, foot operation, genital haemorrhage, hormone level abnormal, menorrhagia, pain in extremity, pelvic discomfort, pelvic pain, polycystic ovaries, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 948603 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pelvic pain') and foot operation ('foot surgery') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, paratubal cyst and uterine bleeding. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pain in extremity ("feet pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), anaemia ("anemia") and polycystic ovaries ("polycystic ovary syndrome") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and pelvic discomfort ("pelvic discomfort") and underwent foot operation (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (B)(6) 2015 and total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, pain in extremity, genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, bacterial vaginosis, vulvovaginal mycotic infection, urinary tract infection, allergy to metals, fatigue, vaginal discharge, weight increased, anaemia, polycystic ovaries, vulvovaginal pain, back pain, foot operation and pelvic discomfort outcome was unknown. The reporter considered allergy to metals, anaemia, back pain, bacterial vaginosis, device expulsion, fatigue, foot operation, genital haemorrhage, hormone level abnormal, menorrhagia, pain in extremity, pelvic discomfort, pelvic pain, polycystic ovaries, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (general)", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes, bacterial vaginosis, yeast infection, urinary tract infection, migration of essure device location of device: uterus, nickel allergy, feet pain, fatigue, vaginal discharge, weight gain, anemia, polycystic ovary syndrome, vaginal pain, pelvic pain, back pain", reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.